Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic when non sustained right ventricular oversensing due to oversensing of a wide qrs was observed. No programming changes were made.